Event description:
It was reported the affiniti cvx ultrasound system, along with an x8-2t transducer, was not available during an open-heart surgery. The system locked up during use. The system and transducer were exchanged to complete the procedure. There was no patient or user harm. The field service engineer evaluated the system based on the reported problem and confirmed error messages in the system logs. Philips has started an investigation, and upon completion, a follow-up report will be submitted.